Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 39 mg/dl. The customer stated that the transmitter was not blink when connected to the sensor. The troubleshooting was declined for low blood glucose. The product will not be returned for analysis.